Manufacturer narrative:
The submission of this MDR was delayed due to efforts to obtain patient outcome information in order to provide a complete adverse event report.

Event description:
During a rescue attempt, the AED analyzed the rhythm and advised the user to push the shock button. Upon pushing the button, the user heard the unexpected voice prompt of "service required". Investigation of the AED found an electric component had become loose due to the handling of the unit. The daily self test record indicated that the AED functioned properly up to the point of use. There was no report of patient injury.